Manufacturer narrative:
The components have been examined visually and microscopically with a keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. We made a visual inspection of the handle pl503875. Here we found that the screw pl005211 is missing. Additionally we found broken areas on the black rilsan layer and cracks. Additionally we made a visual inspection of the mint green rilsan layer. Here we found more cracks. The root cause of the problem is most probably design related. We assume a design error as the causal factor for the breakage and tearing of the rilsan layer. A material change was initiated with change number 52884 for the mint green rilsan layer. A CAPA was launched and completed (B)(4). Additionally a new CAPA is applied for the black rilsan layer (B)(4).

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the customer found that the black coating of the handle came off in an operation. The fragments came off the handle was not found. Therefore , there was the possibility of the remains are in the patient. All med watch submissions related to this report are: 9610612-2017-00402, 9610612-2017-00403.